Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: missing prongs. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: broken pins on male connector. This issue typically occurs when the customer tries to connect the camera head to the ccu on the wrong orientation or to a different ccu model. The product was returned for investigation and the failure mode will be monitored for future reoccurrence manufacture date is not known.

Event description:
It was reported that there was loss of image.